Manufacturer narrative:
E1: first name and last name of initial reporter is unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having balloon kyphopl asty procedure for primary osteoporosis and a compression fracture at t10 level. It was reported that a resistance was encountered when attempting to pass a guidewire through an osteo introducer stylet during pathway creation, as the guidewire did not pass through the hollow portion as expected. When the device was tested outside the surgical field, a catching sensation was felt within the stylet lumen, which resolved only after applying force and repeatedly passing the guidewire through. Because multiple kits were opened for treatment of three vertebral bodies, the exact kit could not be identified; however, the same guidewire passed smoothly through other stylets, indicating the issue was specific to the affected osteo introducer rather than the guidewire. The procedure was completed successfully using a new product, with no delay, complications, or patient harm reported, although it was noted that unexpected guidewire resistance in an osteoporotic patient could present a significant safety risk. There was no patient symptom reported. There were no further complications reported regarding the event.